Event description:
Customer reported that his blood glucose is 123 mg/dl and the insulin pump was constantly alarming failed battery test. Customer stated that the insulin pump display window is scratched. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.